Manufacturer narrative:
An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer has an issue with an epump. The customer states the unit has a pin stuck in back of the pump. However, upon triage, worn shaft of the leaky gearbox was found, making this complaint reportable.

Manufacturer narrative:
Based on further review, the complaint was originally filed as a reportable malfunction. Due to the nature of the report, the complaint is not considered a reportable malfunction.